Event description:
A five week old child underwent surgery for congenital pyloric stenosis. The suture was used in interrupted fashion to close the muscle. Four days postoperatively, the pt developed wound dehiscence, which necessitated resurgery. During re-exploration, it was noted that several suture strands had torn through the tissue. Dr indicated that the pt's tissue probably was not strong enough to hold the suture. Knots were intact, and there was no sign of sutuure degradation. The pt has been doing well post resurgery.